Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified blood in the inflation lumen and balloon. There were numerous kinks throughout the shaft of the device. There were several locations in the shaft; 116cm from the strain relief that were stretched, necked-down, and bunched. The inner shaft was separated 12cm from the distal tip. The balloon was bunched over the distal tip. There was no evidence that the observed damage was due to any manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported the target lesion was located in the very straight superficial femoral artery (sfa). The physician used an antegrade approach with the use of a 5f non bsc introducer sheath. The balloon inflation was held for 3 minutes at 6atm.

Event description:
It was reported there were difficulties deflating and removing the balloon. The target lesion was located in the superficial femoral artery (sfa). The physician had selected a 6.0mm x 60mm x 135cm ranger drug coated balloon for use in the procedure. After the balloon was dilated, it was hard to deflate entirely. The device was attempted to be removed but stopped at the tip of sheath. No complications were reported and the patient status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).